Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries were found to fail on short drive. The batteries, charger boards and voltage comparisons on the power board were checked. All batteries were removed and reconnected, charged and tested. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a procedure, the radiologic technologist (rt) took a spin, and both the motion and x-ray batteries indicated a full charge. Upon completing a second spin, the motion batteries were found to be almost depleted, and the system died when unplugged. It was confirmed that the system had been plugged in all weekend. There was no reported impact on patient outcome.